Event description:
The charge nurse was notified early in the morning about low blood sugars (31,33,29). She notified the neonatal nurse practitioner (nnp) and rechecked with a new glucometer, with the results 31. Nnp presented at beside to assess patient. Nurse noticed the alaris pump was plugged in, but was not turned on. The nurse had reset the pump for an hourly check 45 minutes prior. The pump was replaced, blood sugar was rechecked at an hour later, results 149.ce 75048. It was incorrectly placed in pod 5. It is currently in the dirty utility room by pod 5. Notified the nnp and got a new piece of equipment. The biomed tech searched department, pod area and spd, could not find pump that was recorded as an incident. Tech talked to manager of nicu, she was aware of incident and told tech he could find pump in utility room near pod 5 - this location was investigated and pump was not found.